Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. One of the retainer legs of the anvil was observed to be bent. A microscope examination of the device displayed nicks on the knife blade and cross cutting staples were observed along the cutline impression in the cutting ring/mylar cover. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed anvil damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the anvil of the device was distorted. Another device was used to complete the case. No patient injury.